Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The returned device indicated a firmware error message/code. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant product: 5076 implantable pacing lead - (B)(6) 2001; 4194 implantable pacing lead - (B)(6) 2005. (B)(4).

Event description:
It was reported that the device was explanted and replaced for an unknown reason. The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. Follow up is currently in process for additional information. No patient complications have been reported as a result of this event.